Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported vitrector probe leaking air, unable to cut effectively during cataract/ vitrectomy combination procedure. The procedure was completed after changed to a new product. There was no patient harm.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray along with other items. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and clear foreign material along the probe needle. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all functional tests, no bubbles were observed. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Two photos attached to the parent complaint were reviewed by the investigation site. Photo shows a probe distal end, the detail of the tip cannot be identified due to the photo resolution; therefore, the reported event cannot be confirmed on the photo attached. Photo shows a pak label with same product and lot number as reported. The returned sample was found to be functionally conforming, therefore cut failure and probe leaking air as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).